Event description:
Information received from the field notes that the patient was admitted to the catheterization lab for sinus node dysfunction and cardiac arrest. Attempts to implant a permanent pacemaker were unsuccessful, so a temporary device was placed. The patient was taken back to the catheterization lab for right femoral venous approach. When the patient was back in her room, the device stopped functioning. A temporary pacemaker was inserted.